Event description:
It was reported that the stylus was not working with the programmer. The caller will try the stylus from the programmer in the car. Technical support (ts) suggested that the caller use the service disk as the last resort and to return the device for service if there are no improvements. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.